Event description:
Patient began experiencing increase in pain, though no symptoms of withdrawal. Patient's infusion pump was replaced because it had stopped delivering medication, though no reported documentation of troubleshooting that was performed to verify device malfunction. Device was returned to manufacturer for analysis.

Manufacturer narrative:
03/30/1998: h6. Primary finding of device analysis revealed device failure due to occluded cap-slit valves.